Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device with pistol grip single use clip applier. The instrument was received partially applied with fifteen remaining clips. No visual abnormalities were observed with the instrument. The instrument was applied to appropriate test media for functional evaluation. The instrument was found to cycle without binding. Clips advanced into the jaws, formed properly, and were held securely in place after full formation was achieved and the firing handle was released. In addition, when the cartridge was empty, the interlock engaged to prevent the jaws from approximating. Note that the information for use brochure which accompanies each product shipment cautions the user as follows: firing a clip over another clip or other obstructions may result in bleeding and/or leakage and may damage the instrument jaws. A review of the device history record indicates the pro duct was released meeting all quality release specifications at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, while they were closing the mesentery appendicular artery, the clip deployed, but crossed at the ends, tearing the artery. The surgeon was still able to squeeze the handles and the jaws were still able to close.